Event description:
It was reported that during a da vinci benign hysterectomy surgical procedure, it was noted that a broken wire was observed on the pk dissecting forceps instrument. No missing or fallen pieces were reported. The planned surgical procedure was completed. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation found the instruments pitch cables were broken. The pitch cable was broken at the distal clevis hub. The cable segment that contained the crimp was still installed in the clevis. The clevis did not exhibit any damage or wear marks. Failure analysis investigation also found the instruments conductor wire had damaged insulation. There was a sign of damage to the conductor wire near the char mark at the yaw pulley area. The damaged insulation may have been likely due to mishandling/ misuse. Failure analysis investigation also found the instruments bipolar yaw pulley had thermal damage. The yaw pulley exhibited charring and localized melting by the conductor wire. The charring may have been likely due to a breach in the insulation. Failure analysis investigation also found the instruments main tube had scratch marks and abrasions. The distal end of the main tube had various scratch marks exhibiting light material removal and a rough surface finish. The scratches were short in length and not axially aligned with the tube. No other damage was found. The customer reported complaint does not in itself constitute a MDR reportable event; however; the broken pitch cables and main tube damage found during failure analysis if to recur could cause or contribute to an adverse event.